Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found deceased at home by his girlfriend. The log file showed low voltage advisory alarms, followed by no external power alarms, and finally pump off. An autopsy was not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Approximate age of device: 8 months. The device was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
Additional information was received from the intermacs registry that states: "the patient was found unresponsive and taken to another hospital's ER where he was pronounced. An autopsy was not requested by the family. Interrogation of the device history showed that the pump was under normal operation; the controller sensed low power through the peripheral batteries and alerted the patient; the system continued to use the peripheral batteries to power the pump despite going from an advisory alarm to a hazard alarm. Once the peripheral batteries were depleted, the back-up battery of the controller engaged to power the pump. After the internal back-up battery was depleted, the pump stopped operating."